Event description:
During eus procedure in gastric fundus, user advanced the device to target area and puncture the area, user retracted the needle while found out the needle cannot be completely retract into sheath after several attempts. User changed to a new needle to continue the procedure. Patient/event info - notes: - if the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal end. - please describe the location and was gaining access to the target site difficult? No. - was puncture of the targeted site difficult? No. - what is the scope manufacturer and model number that was used? Olympus endoscopic ultrasound. - was force required on insertion of device into scope? No. - was resistance felt while inserting the device through the scope? No. - was the device used in a tortuous position? No. - was the endoscope in a flexed or twisted position at any time during the procedure? No. - are images of the device or procedure available? No. - when was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Needle retraction. - when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? Needle retraction. - was difficulty experienced while retracting the needle? Yes. - was it possible to be fully retract before removing the needle from the patient? No. - how many samples were obtained (passes completed) with this needle? 1. - did any section of the device detach inside the patient? No. - was the stylet partially removed when advancing the needle into the target site? No. - if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. - were any other defects (other than the complaint issue) observed on the delivery system (e.g., kinks) prior toreturn? (If yes, please specify what additional defect(s) were observed and where on the device this was observed) no. - if not with the device in question, how was the procedure performed and/or finished? With another device. - did the patient require any additional procedures as a result of this event? No. - if additional intervention was performed, was it during the same procedure as the device failure or was it scheduled for another day? N/a.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.